Event description:
It was reported that the patient was experiencing intermittent cramping in the muscle above the ipg site. The patient had a trigger point injection for the cramping muscle. The patient was reportedly doing well.

Event description:
It was reported that the patient was experiencing intermittent cramping in the muscle above the ipg. The patient had a trigger point injection for the cramping muscle. The patient was reportedly doing well. Additional information was received that there was no suspected issue with the device.